Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide safety mechanism was difficult to activate. The following information was provided by the initial reporter: "bent needle when the safety is being closed, has occurred three times, but doe is unknown and unknown if this was with one pt or three different pts." Productcomplaint safety glide: (B)(6). External ref. #: (B)(4). Ref: (B)(4). Lot: unknown. Issue: bent needle when the safety is being closed, has occurred three times, but doe is unknown and unknown if this was with one pt or three different pts sample: available rep will confirm shipping address. Additional information received on 01/31/2024: 1. How did this occur? While closing the safety on the needle. 2. When did this occur? Weeks ago. 3. Is this related to the "bent needles"? Yes. 4. Is this related to the safety mechanism? Yes. 5. Is this a clean or a dirty needlestick? A couple of staff members have been poked with a dirty needle while trying to close the safety.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.